Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured september 7-11, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were indentation marks from the manufacturing flow wrap sealer equipment on the damaged area of the tube set which suggested the cause of damage was related to manufacturing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing of a small volume folfusor was found to be defective. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.